Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, accuracy testing, and a review of labeling. The customer observed falsely elevated results. No returns were made available from the customer site for this investigation. A review of ticket trending did not identify atypical complaint activity related to falsely elevated (B)(4) results. Accuracy testing was completed using retained kits of reagent lot 33394m500. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that lot 33394m500 performed per specifications. There is not enough information to reasonably suggest a malfunction. Also, troubleshooting of the sample indicated the sample contains (B)(4) and per labeling the assay does not have (B)(4) performance claim. Based on the results of this investigation and the information from the customer site, it was determined that the architect (B)(4) assay is performing as intended and no product deficiency was identified.

Event description:
The customer stated that the architect analyzer generated falsely elevated ca19-9 results on a patient. The current results provided from one sample were with lot 33393m500 =199.05 / lot 33394m500 = 260.02 on the i2000sr and on the i1000sr with lot 33393m500 =225.16 / lot 33394m500 =234.12u/ml; the beckman unicel = 801.2 the patient had a CT and MRI performed after these current results. There was no additional patient information provided.